Event description:
A discordant high immulite 2500 stat troponin assay result was obtained on a pt sample. The initial result was high positive. Sample was repeated and resulted lower results. Initial results were not reported to the physician. No indication of pt's treatment administered. Pt's treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site performed system maintenance. Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specifications.